Manufacturer narrative:
Results: no sample or photo returned to bd for evaluation. A review of the device history record revealed no irregularities during the manufacture of the incident lot # 5336838. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the lavender bd hemogard¿ cap came off a bd vacutainer® 3 ml, 13 mm x 75 mm k2edta tube. The tube was being removed from the vacutainer adapter, after it had completed its blood draw, when the event occurred. No serious injury, blood to mucous membrane exposure or medical intervention was reported.